Event description:
There was an allegation of discrepant inr results with a coaguchek xs meter compared to the stago laboratory method. On (B)(6) 2023 the meter result was 4.0 inr. The test strips used for this result are no longer available. The lot number and expiration date are not known. The laboratory result was 2.9 inr. The patient¿s warfarin was held for one day based on the laboratory result. On (B)(6) 2023 the meter result was 4.1 inr. Test strip lot 65031521 (expiration 30-apr-2024) was used for this result. The laboratory result was 3.0 inr. The patient¿s therapeutic range is 2 ¿ 3 inr with a testing frequency of weekly.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The coaguchek xs meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.